Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there was no moisture in the pump. No further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: product evaluation was conducted and the alleged ¿no power¿ complaint could not be duplicated as the product performed within specifications. The review of the black box data showed a single power reboot event in the pump history. During the actual testing, the battery cap was fastened, then loosened one half turn with no power interruptions. In addition, no power interruptions occurred during the 24 hour duration test. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim and discolored. (B)(4).